Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the usb port sparked when the customer unplugged the usb cable from the pump. Subsequently, the usb cable and usb port melted. Additionally, it was reported that the pump touch screen timed out unexpectedly. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.